Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
It was reported that the ventilator did not allow access to the high flow option. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.